Event description:
The surgeon was using the ethicon device and the reload fell off the stapler and into the patient's lung cavity. The stapler reload had to be retrieved from the patient's lung. No further harm noted to the patient.